Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 2 years and 7 months post implant, red heart alarms and pump stoppages events were observed on the system controller's log file. An issue was suspected with the percutaneous lead (driveline) and a non-grounded patient cable was provided for use with power module a/c power. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of low speed and pump stop events can be confirmed by the evaluation of the submitted log file. The log file captured numerous low-speed hazard and pump stop events while the patient was supported by the patient cable and power module. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient''s driveline; however, a specific cause for the events cannot be conclusively determined without an evaluation of the patient''s driveline. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.